Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the pump history was reviewed and no evidence of battery life issue was observed. Battery voltages in the black box are within normal specifications. Pump current draws all measured within specification. Investigators removed the pump cover and no intermittent connections or moisture damage was observed. Investigators were unable to duplicate compliant. The display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.